Event description:
As reported, during a procedure, the hydro-surg leaked irrigation fluid immediately after connecting to the irrigation fluid. It was reported that new device was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
As reported, hydro-surg irrigator had fluid leak. Based on the information provided, no definitive conclusion can be made at this time. The subject product is not available for evaluation. There are multiple potential causes as to why a fluid leak may present at the bottom of the pump assembly. Without the subject product to evaluate, a root cause or probable root cause cannot be determined. A review of the manufacturing records confirms that the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Sample evaluation confirms for the reported complaint condition of a fluid leak. Visual examination of the returned device found minor corrosion inside the hydro-surg battery case. Based on evaluation of the device fluid leaked into the pump housing and presented in the area the battery housing. Fluid leak presented and passed the lip seal barrier through the motor mount as seen by fluid visible on the motor itself. Based on our evaluation and the condition of the device the root cause determined to be manufacturing related. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, hydro-surg irrigator had fluid leak. Based on the information provided, no definitive conclusion can be made at this time. The subject product is not available for evaluation. There are multiple potential causes as to why a fluid leak may present at the bottom of the pump assembly. Without the subject product to evaluate, a root cause or probable root cause cannot be determined. A review of the manufacturing records confirms that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a procedure, the hydro-surg leaked irrigation fluid immediately after connecting to the irrigation fluid. It was reported that new device was used to complete the procedure and there was no patient injury.